Manufacturer narrative:
As part of a remedial activity, lumenis conducted a retrospective review of all its natulight complaint files from january 2015 to may 2017. An investigation of the reported event found that the reported malfunction was similar to a flow switch and cooling pump that failed simultaneously, causing the ipl handpiece to overheat and alleged to have caused or contributed to a serious injury. A detailed examination of the subject device by a lumenis technical expert found that the specific failed components was a flowswitch and cooling pump. Following replacement of these components, the technical expert completed performance tests of all specifications, concluding that the device operated to manufacturer's specifications. Because the company is aware that this malfunction was alleged to have caused or contributed to a serious injury (reference - MDR 3004135191-2017-00027), this event represents a reportable malfunction.

Event description:
A user facility reported that an error code occurred in a lumenis natulight laser. No report of related injury was received.